Event description:
The issue reported involved a patient who had planned to consume additional food later and thus programmed an extended bolus for lunch, but she fell asleep and as a result, did not eat the planned meal. Her glucose levels began to drop due to the insulin delivered via the extended bolus, leading to a severe hypoglycemic event when the glucose level decreased further despite the insulin pump's suspension of basal insulin. The patient's husband intervened by administering glucose to address the hypoglycemia. The adverse impact on the patient resulted in a severe hypoglycemic event, resolved with glucose intervention. No additional information was provided regarding further outcomes or corrective actions from technical support.